Event description:
It was reported to boston scientific corporation that an advantage transvaginal sling system was used during a cystocele surgery on (B)(6), 2007. According to the complainant, the patient experienced intermittent spotting, dyspareunia, and left hip pain. The spotting began a few months after the initial surgery and the dyspareunia began as soon as the patient was cleared for intercourse but the exact date of onset for each is unknown. The date of onset for the hip pain is also unknown. The patient was prescribed premarin cream (exact date unknown) after presenting with the above symptoms. In 2009, the patient's gynecologist confirmed that there was mesh erosion through the vaginal wall in a small area. The erosion was not treated. It was reported that the patient is still experiencing the above symptoms and that no medical intervention is currently planned.